Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with the main buzzer that won't alarm at the beginning of the self-test. Therefore, the device failed to audibly alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with "the main buzzer which won't turn on at the beginning of the self-test" was discovered and confirmed during product evaluation by baxter personnel. This condition was caused by a defective audible alarm printed circuit board. The audible alarm printed circuit board was repaired to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.